Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x12 mini vision stent delivery system (sds) was being advanced to the lesion when the guide wire backed out and vessel access was lost. The sds was going to be reloaded on the guide wire, when the tip of the sds was noted to be broken, but still attached. Another same size mini vision was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported tip break was confirmed. The investigation was unable to determine a conclusive cause for the reported tip break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.